Event description:
He was summoned to the 1st floor of the facility and was told the lift was bowing to the left. It was from what he could see. He alleges that there was a patient in the lift earlier in the morning,they are in a facility so they were able to take the patient out right away. The bolt that holds the base to the mast was loose. It was still intact but had just loosened up. Bill states he contacted our tech the icc tech and they helped him to tighten it.